Manufacturer narrative:
This issue was caused by the cmos battery in the computer going bad. The computer was replaced and this resolved the issue. System fully functional after computer replacement.

Event description:
A medtronic rep reported that during a spine case using CT imaging, it was noticed that the probe was not tracking properly in all views. Trajectory and probe's eye views looked accurate but the tracking did not look accurate in axial, sagittal and coronal views. This was during a case and troubleshooting could not be performed at the time. The surgeon completed the surgery with the use of the stealthstation. There was no impact on the pt outcome.